Event description:
Additional information was received that the patient had a generator and lead replacement. The explanted products were discarded during surgery. Diagnostics prior to surgery were output status ¿ limit, impedance ¿ high, dcdc ¿ 7. Prior to replacing the lead surgeon checked the pin insertion and removed and re-inserted the pin but the impedance was still high.

Event description:
Follow up found that there was no reported trauma or manipulation according to the physician, reported to him by the patient and family. There were no vns dosing or medication changes that seemed related to stimulation issues. Also, x-rays will not be sent to the manufacturer for review.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported that the patient had high impedance at a recent appointment. The type of diagnostics was not listed but the results were: output current ¿ limit, impedance ¿ high, dcdc ¿ 7. The generator was left on and the patient was sent to x-rays. The patient still gets voice alterations with stimulation but says sometimes she does not feel magnet stimulation. The patient was referred for a lead replacement. Surgery is likely but has not occurred to date. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution. Good faith attempt for additional information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution.